Manufacturer narrative:
Event date: exact date unknown, event occurred three years ago from the date the manufacturer became aware of the event. Explant date: 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 20208981.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads will not be returned as they were kept by the medical facility.